Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. No frozen screen noted. The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. The insulin pump was unable to perform operating current test or verify low reservoir alarm and alarm due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call keypad anomaly. Customer stated that the insulin pump froze, shut off, would not turn back on and was stuck on the low reservoir screen. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised there was also a software error on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.